Event description:
The pt reportedly experienced ongoing intermittencies followed by loss of lock between the internal device and the external equipment. External equipment was exchanged; however, the issue was not resolve. The explant surgery will be scheduled.